Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that there was a cut in the cord with bare wires exposed. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that there was a cut in the cord with bare wires exposed. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, a cut in the cord with exposed wires was found. This may have been a result of accidental mechanical damage or wear and tear over the life of the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Additional information may be submitted once the results analysis is complete.